Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that patient underwent a knee arthroplasty revision procedure due to tibia fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Exact implant date is unknown however upon review of x-rays the date was confirmed to be in (B)(6) 2005. Concomitant medical product-primary femoral 3/l pc catalog#: 6212-00-030 lot#: 1630680, nk2 durasul tibial ins.con.3/4/5 l 9 catalog#: 6201-09-809 lot#: 1585121, patella metal-backed ol, 2 catalog#: 6200-01-102 lot#: 1610239. Patient x rays were reviewed and the reported event was confirmed. Device was not returned for evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. One provided x-ray image was examined by an hcp who reported that the radiograph demonstrates subtle lucency surrounding the tip of the screw, and slight cortical thinning medially. It was also reported that the provided bone scan confirms the likelihood of a fracture. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient sustained a tibial peri-prosthetic fracture approximately eleven (11) years post-implantation of a total knee arthroplasty. No further information is available.